Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "valve broke/leaked".

Event description:
Patient reported "valve broke/leaked". This record is for an unknown side. The device was explanted.